Event description:
A customer contacted beckman coulter inc., (bec), and reported that the modular chemistry glucose cup was overflowing on their unicel dxc 800 pro synchron clinical system. The customer attempted to perform cup maintenance to resolve the issue; however, the issue persists. The leak was contained to the instrument. The customer was wearing gloves and eye protection when the leak was discovered. No injuries were sustained by any lab personnel. No erroneous results were generated or reported.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse inspected the system, identified and cleared an obstruction within the glucose modular chemistry (mc) cup. Failure mode of this event was an occlusion within the glucose mc cup. (B)(4).